Event description:
This lead was capped and replaced due to decreasing sensing r waves to .5mv and rising impedances of >1500 ohms. At the time of this lead being capped, the r waves were at 1.7 and impedances were >3200 ohms. There was no obvious sign of fracture on fluoroscopy. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.